Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised because of dislocation attributed to undersize stem. Surgical procedure extended because tip broke off instrument during sleeve extraction. All pieces retrieved.